Event description:
In 2006, a physician used a graftmaster off-label to treat a perforation from the femoral to the popliteal arteries. The perforation was sealed for the length of the stent. However, there was another branch of the perforation extended past the length of the graftmaster. This portion was sealed with surgery. There were no further complications during the surgery.

Manufacturer narrative:
The device was not returned, but the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.